Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call high blood glucose levels and damaged retainer ring on the insulin pump. Customer's blood glucose level was between 200 to 400 mg/dl. Customer treated their high blood glucose via insulin pump. The retainer ring broke in addition to high blood glucose levels. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.